Event description:
It was reported that the anesthesia system stopped working while on a patient. The device logs show that alarms for high airway pressure had been generated during the event. There was no patient harm. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 (date of implementation of UDI in manufacturing).

Manufacturer narrative:
The investigation of the anesthesia system performed by the hospital did not reveal any faults and no parts needed to be replaced. A complete set of device logs was received. The evaluation of the received logs shows that the generated clinical alarms, together with the event description from the customer suggests that leakages caused or contributed to the experienced event. Based on the fact that no issues were detected with the anesthesia system when it was investigated at the hospital, we have not been able to determine the true cause of the clinical alarms/issues.

Event description:
Manufacturer's reference number: (B)(4).